Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence from a hole in cuff causing fluid loss. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No patient complications were reported in relation to this event.